Manufacturer narrative:
Since the sample was not provided for evaluation the failure mode could not be confirmed. The root cause and corrective actions could not be identified. This complaint will be closed with no further action; if sample is received later, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes

Event description:
The customer states that the patient put the food in and it flowed on the floor. There were issues with continuous flow. There were cracks in the packaging. The power went off and the patient was under fed.